Event description:
Customer reported that while administering a chemotherapy (doxorubicin) IV push, leaking occurred at the connection between the smartsite valve and the texium closed male luer on both the distal y-site and upper y-site of the primary tubing. There was no patient harm or medical intervention. Although requested, no additional patient/ event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported failure was not identified.